Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a new sense/pace lead was added due to low impedance measurement and increased capture thresholds. The defib portion of the lead remains active.